Manufacturer narrative:
There is no known patient involvement. Event date: the event date could not be determined. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was recontaminated after undergoing deep disinfection at sorin group (B)(4). There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was recontaminated after undergoing deep disinfection at sorin group (B)(4). There is no known patient involvement.

Manufacturer narrative:
A lab test report was received and confirmed bacterial growth of 6,6e+3 cfu/ml for the patient tank and 2,4e+4 cfu/ml for the cardioplegia tank. No further germ-specification was provided for this case. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.